Event description:
It was reported that the patient was in the intensive care unit after experiencing a syncopal episode. The patient was in generally poor health and has dnr order. Undersensing for a ventricular fibrillation was observed on the rv lead. Plans were made to take the patient off life support.